Event description:
During implant, the physician could not remove the stylet from the catheter despite moving the needle and adjusting the pt's body. The catheter was not used. A break or tear was noted in the catheter. The pt experienced headaches post-operatively due to a cerebral spinal fluid leak. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4): the catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.